Manufacturer narrative:
Philips investigated this complaint. The procedure was completed successfully. No patient harm has been reported to philips. Philips checked the system on site and confirmed that the safety chain used to prevent the l-arm cover from falling off was broken. The safety chain was replaced and the cover was re-attached. The system was returned to use in good working order. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that at the beginning of a procedure the light boom collided with the l-arm rotational cover of the x-ray system. L-arm rotational cover fell and hit the patient. No patient or user harm has been reported to philips. Philips has started an investigation for this complaint.